Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgicial procedure.

Event description:
Patient presented at follow-up with unpleasant feeling in the chest and high threshold were noted. X-ray revealed perforation and effusion. The lead was explanted.